Manufacturer narrative:
The mvp device was used during a procedure to occlude part of the splenic artery. The mvp device will not be returned for analysis as it remains within the patient. In addition, images (relevant to the complaint) were not available for review. Based on the reported information, the customer¿s reports of ¿failure/incomplete to open¿, ¿failure to occlude¿ and ¿migration¿ could not be confirmed and the root cause could not be determined. Although the device reportedly did not ¿fully occlude¿ the vessel after fully expanding, the mvp device did reduce the rate of blood flow as indicated in the IFU (instructions for use). As noted in the mvp IFU: ¿the reverse medical corporation mvp® micro vascular plug system is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature.¿ it was reported a continuous flushing was not maintained. Not providing a continuous flush may result in retained contrast within the delivery catheter lumen during device advancement and placement. Exposure of the mvps to such retained contrast will coat the constrained mvp membranes with contrast and can impede the delivered mvp membranes from quickly opening. It is likely the device under expansion contributed to the device migration issue. The lot history review was not possible since the lot number was not reported. All products are 100% inspected for damages and irregularities during manufacture. Per the mvp IFU: ¿in order to achieve optimal performance of the mvp system and to reduce the risk of thromboembolic complication, a continuous saline flush should be maintained between microcatheter/catheter and guidewire and mvp system.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during procedure to occlude part of the splenic artery, an mvp-7q was deployed, but there was still blood flowing past the plug and waiting 5 minutes for full expansion of the plug. The mvp was said to have migrated after it fully expanded and coils were used to occlude the vessel. There was no difficulty or resistance rotating the pushwire during detachment. The device will not be returned as it remains in the patient. No patient injury was reported as a result of the procedure? The patient¿s vasculature was minimal in tortuosity and the target lesion was soft tissue with diameter of 5mm. There was no calcification. The device was inspected and prepped as indicated in the instructions for use (IFU), but no issues were observed.